Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The pusher wire and introducer sheath were returned. The coil and pusher wire arms were not interlocked within introducer sheath as the coil was not returned. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and was found kinked in its interlocking arm. Microscopic inspection revealed that the proximal end of the pusher wire has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The i.d. Of the incompatible catheter used was greater than the recommended i.d. (0.53 mm) and is therefore not compatible with the idc system. Due to the internal diameter of the microcatheter being too large, the coil may have relaxed and curled inside the microcatheter. This would lead to difficulties advancing and retracting the coil in the catheter causing the premature detachment of it within the microcatheter and the kinked condition of the pusher wire, in addition insufficient flush was used during procedure which is also against dfu instructions. (B)(4).

Event description:
Reportable based on device analysis completed on 21-nov-2017. It was reported that the coil detached inside the micro-catheter. The target lesion was located in the severely tortuous and mildly calcified internal iliac artery. A 4mmx 12cm idc¿ was selected for use. During procedure, it was noted that the coil got early detached inside a non- bsc micro-catheter. The coil was then simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the main coil was not returned.